Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead , serial# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins).patient mentioned historical information that when they had the first unit installed they didn't put the wires in the right spot and it was kind of like what patient is experiencing now except it wasn't just on their left side and it just didn't do what it was supposed to do. Patient reported the doctor at the time went back in and moved the wires and they said that was the only way to adjust it that far because they were too far off.